Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited no capture. X-ray revealed that the lead had pulled back into the main coronary sinus. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.